Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a kyphoplasty procedure, the surgeon used cement-resistant technique and noticed on fluoroscopy that the left ibt (inflatable bone tamp) was compromised following the deposition of .8cc of pmma on the right; the left ibt was inflated to approx. 140psi and filled with approx 3cc of contrast when the event occurred. The surgeon immediately deflated and removed the left ibt and proceeded with the procedure as planned; no known patient allergies or complications.